Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Retention test strips (lot 286319) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material in inr ranges < 4.5 complies with the specification, based on the requirements of the regular retention testing process of the qc department. The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. The patient's meter was returned for investigation where it was tested using retention test strips and retention controls. Testing results (qc range = 2.8 - 4.2 inr): qc 1: 3.3 inr, qc 2: 3.2 inr, qc 3: 3.2 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 3%. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that he received a discrepant result when testing with coaguchek xs meter serial number (B)(4). At 9 a.m., a sample from this patient was tested using the meter, resulting with a value of 2.4 inr. A sample from the patient was tested in the laboratory using stago neoplastin reagent, resulting with a value of 1.8 inr. A sample from the patient was tested using the meter and a different lot number of test strips (lot 36888621), resulting with a value of 2.2 inr. All three measurements were performed within a 7 hour time span. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment. The patient currently feels good/normal. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is monthly. The patient noted that sometimes he must squeeze his finger harder than usual in order to obtain a sample for meter testing. The patient started taking coumadin again 1 week prior to (B)(6) 2019. The patient's product was requested for investigation and replacement product was sent to the patient.